Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experiencing pocket stimulation presented in clinic for follow up. A device software download was performed successfully. The patient would continued to be monitored with regular follow ups.